Event description:
It was reported that thrombosis occurred. A 24mm watchman flx laa closure device was deployed. Post-deployment, a mobile thrombus was noted at the tip of the sheath/core wire. Release criteria was met, and the device was released. The thrombus was aspirated from the left atrium and negative pressure was maintained as the sheath was removed across the septum. Additional heparin was given with high resulting activated clotting time.